Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID (B)(6)- (B)(4). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a non-abbott balloon. The activated clotting levels were 416s and heparin was given. The final implant depth at non-coronary cusp (ncc) was 3.5mm and at left coronary cusp (lcc) was 4.2mm. Two days after the discharge, the patient was presented with progressive dyspnea and dizziness and medications were given.